Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief. A reprogramming was able to adjust programs to recapture stimulation coverage. However, the patient still underwent a revision procedure wherein the ipg was replaced and two leads were added. The patient was doing well post operatively.